Event description:
The advocate stated that comparison blood glucose tests were performed using the customer's breeze2 meter and another meter. The breeze2 read 250 mg/dl while the other meter read 110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, the meter presented a strip, but the display was blank. The meter was returned for evaluation. A replacement meter was sent to the customer.